Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported that during an arterial flutter ablation procedure a steering wire broke and noise was experienced. While using a intellatip mifi xp temperature ablation catheter to treat the vena cava tricuspid isthmus it is was noted that the steering wire broke and the electrodes were noisy. The device was successfully removed and the procedure was completed with a large curve model. No patient complications were reported and the patient's status is fine. Device analysis revealed that a ring adhesive was lifted.

Manufacturer narrative:
Device evaluated by MFR: the complaint device passed the electrical and rf ablation tests. The left curve is placed in the template shaded area. However, the device has a kink at the distal section, and the right curve is not placed in the template shaded area, the device was dissected finding the center support kinked at the distal section. In addition the adhesive is lifted at the ring 2, and there is evidence of blood under the adhesive, probably produced due to the manipulation during the procedure. This blood inside the device could cause noise issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).